Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034-2018-04491 reported event was unable to be confirmed as part number / lot number of device as well as event description of the event involved in the incident is unknown. However, x-ray review confirms polywear and bone screw fracture in-vivo. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient is being considered for a revision on an unknown day for an unknown reason. X-rays were reviewed by a medical professional which identified screw fracture and lucency indicative of osteolysis secondary to polywear. Attempts have been made and no further information has been made available.